Event description:
Claim letter alleges loosening of the right hip cup.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Confirmed that the claim relates to a pinnacle construct and not asr.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Claim letter alleges pain, tissue reaction and allergic reaction to nickel and cobalt chloride. The patient was implanted with an asr prosthesis with a non-cemented stem despite declaring that she has an allergy to metal components. Radiograph reported a prosthesis with a undersized dome of the acetabulum. Scintigraphy result shows suspected infection of the cup and had elevated inflammatory index. The patient had a revision due to the mobilization of the right hip cup, allergic reaction and nosocomial infection. Patient made legal action against the surgeon and hospital due to inadequate precaution and lack of control over the suitability of the implanted prosthesis. However, the hospital also insisted that manufacturer of the implant is responsible for the damages caused by the defective prosthesis.